Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 65 mm diameter and 138 mm in length abdominal aortic aneurysm. The proximal neck was 23.5 mm in diameter and 29 mm in length. The left common iliac artery was 30 mm in diameter and the right common iliac artery was 30 mm in diameter. The right internal iliac artery measure 50 mm in diameter and the left internal iliac artery measured 8 mm in diameter. The right external iliac artery measured 8 mm in diameter. It was reported that on an unknown date the aneurysm expanded, the patient visited another hospital and had open surgery to treat the aneurysm expansion. At first, the physician thought there was a leak from a perforation. However, it was reported that the leak turned out not to be a type iii endoleak but type IV endoleak per the physician. The stent grafts were all explanted and replaced with an artificial graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).